Event description:
User may have overridden door interlock sensor while cycling the machine, resulting in fracture to the distal area of the user's right ring finger which waas replaced in a mechanism containing moving parts.note: useer was specifically notified of correct/safe operating procedures during a prior service call.